Event description:
It was reported that a y-type tur/bladder irrigation set leaked from the connection of its y-site and tubing. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection did not identify any abnormalities. A functional leak test identified a leak located at the in-lot area of the drip housing assembly. A microscopic inspection determined that the leak is located in the seal area of the in-let port and tubing. The cause of the leak is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.